Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported pump failure in march. The pump is currently out of warranty. No further specific information was provided and customer declined followup from tandem technical support.